Event description:
Healthcare professional reported right side rupture. Also reported ¿anemia¿ which is not related to the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, and h6.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as a surgical impact opening (shell thickness whiting to spec). Other-medical-ndr: not applicable as the event is not related to the device. Additional observations: stress mark observed on the device.

Event description:
Healthcare professional reported "hole, non-specific" observed during surgery.